Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was not returned for evaluation. The result of the investigation is inconclusive as the sample was not returned for evaluation. It was reported that there was difficulty deflating the device. It is possible that patient factors, i.e. 100% stenosis, as reported, may have damaged the device preventing it from deflating correctly. However, based upon the available information, a definitive root cause cannot be determined. It is unknown whether patient factors or procedural techniques may have contributed to the reported event. Based on trending analysis performed, no additional action is required at this time. The IFU states: precautions: before removing catheter from sheath it is very important that the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. If the hypotube kinks prior to or during use it should be discarded. No attempt should be made to straighten a kink in the hypotube. Inspection and preparation. Note: a 0.014¿ guidewire must be inserted in the catheter across the balloon during any inflation of the balloon. Remove the balloon sheath and shipping mandrel and inspect the catheter for bends or kinks prior to use. Prepare a mixture of contrast medium and normal saline as per normal procedure. (Recommended 50% / 50%). Attach a stopcock and a 20ml syringe half filled with the contrast solution to the balloon port. Point the syringe nozzle downward and aspirate until all air is removed from the balloon. Turn the stopcock off and maintain the vacuum in the balloon. Purge the catheter through lumen thoroughly. Recommended procedure and technique: (inflate and deflate the balloon manually by advancing and retracting the plunger of the inflation device. Maintain vacuum on the balloon between dilations by withdrawing the plunger of the inflation device. (7) after each inflation, assess run-off by angiography through the guiding catheter while the inflated balloon remains within or proximal to the stenosis. (8) to exchange catheters, maintain the guidewire¿s position and loosen the haemostatic valve. Pull out the dilation catheter until the guidewire entry point exits the haemostatic valve. Grasp the wire a short distance from the entry point and continue to withdraw the catheter. Continue to alternate grasping the guidewire and moving the catheter until the catheter tip clears the haemostatic valve. Insert the new catheter as previously described for the initial catheter. (9) adequacy of the angioplasty treatment is assessed by angiography. The final evaluation is by angiography after the removal of the balloon catheters and guidewire. 9 (10) simultaneously withdraw the dilation catheter and guidewire from the guiding catheter / sheath. Withdraw the guiding catheter / sheath from the vessel. Follow standard practice for the management of the guiding catheter /sheaths (removal should not be attempted before near normalisation of clotting). Deflation and withdraw deflate the balloon by drawing a vacuum with a 20ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50cc syringe is recommended. Gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. Apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).

Event description:
It was reported that there was difficulty deflating the device. It is unknown if there was any difficulty removing the sterile packaging components. There were no kinks or damage noted prior to inserting the device into the patient. The device prepped normally. The target lesion was the left anterior tibial artery. The lesion was moderately calcified and not tortuous. The rate of stenosis was 100% (cto). The device was delivered to the lesion. It is unknown if there was any difficulty advancing the device to the lesion. The device was then inflated and attempted to be deflated. The physician slowly repeated inflation and deflation however , the balloon did not deflate enough at approximately 5cm from the distal tip. The physician managed to deflate the balloon slightly and waited 2-3 minutes as having negative pressure however the issue continued. The device was removed from the patient when the balloon was slightly inflated as the device would not deflate. It is unknown if there was any difficulty retracting the device. It is unknown what type of inflation device was used and unknown what pressure the balloon was inflated to. Another device was used to complete the procedure successfully. There was no patient injury reported.